Manufacturer narrative:
Corrected data - describe event or problem: type of customer corrected. The companion 2 driver was returned to syncardia for evaluation. Review of the patient data file revealed one single compressor malfunction alarm and one system malfunction alarm. The occurrence of the customer-reported system malfunction alarm was confirmed through a review of the patient data file. The driver in "as received" condition passed all required functional testing requirements. Attempts to reproduce the system malfunction alarm through normal driver operation were unsuccessful; however, additional testing determined that improper / incomplete setting of the key switch could result in a system malfunction alarm. It is suspected, given the sequence of events recorded in the electronic patient data file, that the single compressor malfunction alarm was observed first, and then the key was either bumped or improperly turned during the driver exchange, resulting in the system malfunction alarm. Therefore, improper / incomplete setting of the key switch was identified as the most likely root cause of the customer-reported system malfunction alarm. Companion 2 driver system operator manual - english ous, contains multiple instructions to remove the key once the driver is powered on. Section 6.3, paragraph 5 states, "when the driver is on, the key must be removed from the driver to prevent unintended interruptions to driver operation. Once removed, the key may be stored in a location determined by the clinical staff." Sections 8.1.5 and 8.1.6 respectively state, "turn the driver on by rotating the key clock-wise," and "remove the key from the driver and store in a location determined by the clinical staff." Section 12.9 states, "remove the key from the key switch when the driver is in operation. The key cannot be removed when the driver is switched off." This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Syncardia has opened a new customer experience to report the single compressor malfunction alarm revealed in the review of the patient data file and the results are provided in MFR 3003761017-2017-00065. (B)(4) follow-up report.

Event description:
The customer, a syncardia authorized distributor, reported that the companion 2 driver exhibited a system malfunction alarm. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited a malfunction alarm, the companion 2 driver continued to perform its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a system malfunction alarm. The patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact.